Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery due to fracture. During surgery, ten screws were found slipped on the front part and could not be used to complete the procedure. The surgeon had to change the products to complete the surgery. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.